Event description:
Caller reported a cgm error but confirmed that the pump had not recently come out of storage mode. Technical support provided information for a complete pump reset and guided the caller through the process. After the reset, the pump did not display the cgm error again. There was no adverse impact to the customer's blood glucose level. The customer successfully started their sensor session.